Event description:
It was reported to boston scientific corporation in 2008, that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure on the same day. According to the complainant, during the procedure the sphincterotome was orientated to the right (incorrectly). The case was completed with a different device (product and MFR unk). No patient complications were reported as a result of this event.

Manufacturer narrative:
(Misorientation). The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.